Event description:
The customer contacted beckman coulter, inc. (Bec) to report higher than expected results for carcinoembryonic antigen (cea) for sixteen (16) patient samples assayed with access cea reagent on a unicel dxi 800 access immunoassay system. The patient sample results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that quality control (qc) results were recovering outside of the laboratory's established range at the time of the event. The patient samples were reassayed for cea on another unicel dxi 800 access immunoassay system. Lower cea results were obtained which were in better alignment with the clinical presentations of the patients.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a routine system check and a carryover test on the analyzer. Both the system check and the carryover test passed current instrument specifications. The fse did not observe any hardware issues with the analyzer which could have contributed to this event. While the initial erroneous cea results were generated from a single reagent pack, a definitive root cause has not yet been determined for this event.